Manufacturer narrative:
Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0317002 was satisfactory per internal procedures. Formulation, filling, autoclaving and labeling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed for this batch, and there is one other complaints on this batch for contamination, three other complaints for labeling, and one other complaint for fill volume. Retentions for batch 0317002 (100 tubes) were available for inspection. There was no evidence improper labeling, missing labels, and there was no evidence of cap defects observed in 100/100 retentions tubes. There are 100/100 properly affixed labels and no broken or cracked caps. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0317002 shows there was no shortage or excess of labels after manufacturing. One photo was received to assist with the investigation: the photo shows five tubes in a tube rack. The tubes are from batch 0317002. Two tubes have no label, two tubes have caps that are cracked at the cap bottom, and one tube is missing the label print information. No returns were received to assist with the investigation. The complaint can be confirmed based on the photo for missing label, broken/cracked caps, and missing label print. A trend has not been identified, therefore, there are no actions planned at this time. Bd will continue to trend complaints for labeling and cap defects.

Event description:
It was reported that while using 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml missing label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "the customer have opened about 30 kits out of 90 kits mgit tubes with lot no.0317002. There are 5 tubes found with problem. There are 2 blank tubes, 2 tubes with broken caps and 1 tube without lot no. Printed.:

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml missing label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "the customer have opened about 30 kits out of 90 kits mgit tubes with lot no.0317002. There are 5 tubes found with problem. There are 2 blank tubes, 2 tubes with broken caps and 1 tube without lot no. Printed.: